Event description:
Information was received from an international service customer indicating that the device's over-pressure relief valve (dump valve) was not functioning. Although the unit was allegedly in patient use, there was no reported patient harm. The dump valve assembly was replaced to correct the problem. No further action planned at this time.